Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 426 mg/dl, 276 mg/dl, and 205 mg/dl within 4 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.